Event description:
It was reported that during a da vinci-assisted inguinal hernia- bilateral surgical procedure, the force bipolar instrument jaws were broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. The reported event was confirmed and replicated through failure analysis investigation. The instrument was found to have a broken grip at the grip base. A piece approximately 0.18" x 0.58" was found to be broken off the yaw pulley. The broken piece was not returned with the instrument. The broken grip had exposed the conductor wire from its installation location. Additionally, the instrument was found to have a broken conductor wire (as a result of being dislodged from the grip) at the distal end. The conductor wire was broken at the base of the grip. The instrument failed the electrical continuity test. No insulation damage was found. No pieces were missing. No thermal damage was observed. The root cause of broken instrument grips -tips and broken grip cable is typically associated with mishandling/misuse, such as excess force applied to the instrument jaws.